Event description:
Reporter stated that patient experienced elevated blood glucose (456 mg/dl). She indicated that he "smelled of ketones", so she removed the device and administered an insulin injection. Reporter alleged that the device was responsible for patient's high blood glucose. Patient switched to his back-up device, and self-treated by setting a temporary basal increase of 200%.